Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was preoperatively was diagnosed with: 1.l4-l5, l5-s1 lumbar degenerative disk disease with low back pain with a lumbar l4-l5 herniated nucleus pulposus and underwent the following procedure: lumbar l4-l5, l5-s1 decompression with posterior lumbar interbody fusion with posterolateral fusion with pedicle screw instrumentation. As per the op notes:¿ an bmp sponge was then placed in the anterior aspect disc space and placed in the center part of the spacer. The 10 x 22 mm vertebral body spacer was then placed to appropriate depth, lateral fluoroscopy verifying the appropriate depth. The trial was then removed from the right side. Then an identical procedure was performed placing another 10 x 20 mm cage. Identical procedure was performed at l4-l5 placing again locally harvested autograft, the bmp sponge and then the two 10 x 20 mm inter vertebral body spacers .¿ the patient was also pre-operatively diagnosed with: chronic back and right leg pain secondary to herniated vertebral disc and degenerative disc disease, l4-5 and l5-s1 and underwent the following procedures: decompressive laminectomies, l4-5, and decompression of l4-l5 s1 nerve roots bilaterally utilizing microdissection technique. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.